Manufacturer narrative:
Investigation including root cause analysis is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reports during a procedure the tip of the laser probe broke off in the trocar. It is unknown if there was harm to the patient. Additional information has been requested but none has been received to date.